Manufacturer narrative:
The customer's calibration, qc, and sample pre-analytical information were requested but not provided. The patient's sample was provided for an investigation. The investigation reproduced the customer's results. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. An interference factor against the chemical ruthenium label structure of the assay was present. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient. The patient's results at the customer's site was requested but not provided. The patient's sample was sent for an investigation and tested on a cobas 8000 e 801 module, a cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. No questionable results were reported outside the laboratory. Refer to the attachment on the medwatch for all patient data. The e 801 module serial number was (B)(4). The e 411 module serial number was (B)(4). This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.